Event description:
Per initial reporter, in operating room (B) (6), the panel is displaying a black image. The images disappeared during a case and the panel was not swapped. Patient was on the surgical table and the case was delayed for roughly 20 minutes. Per the initial reporter, there were no adverse consequences to the patient as a result of the malfunction. The user used a mobile tower monitor to finish the case successfully.

Manufacturer narrative:
Initial reporter refused to provide these. There is no established expiration date for this device. Serial number is unknown at this point. Device evaluation anticipated. Has not begun. Device manufactured date is unknown at this point. Further attempts will be mde to collect this information. Evaluation codes will be provided in a supplemental report. There were no adverse consequences to the patient per the initial reporter of this complaint. This is not a single-use device.